Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve appeared discolored showing evidence of blood contact. All leaflets were flexible and intact. All leaflets were in the closed position with a small gap at the point of coaptation. All commissures were intact. The valve was placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To evaluate against the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve inflow. The valve continued to be deployed up to the point of no recapture; no anomalies such as infolding were noted. The valve was fully deployed without issues. Image review: seven media clips were provided for review. No patient summary was provided for review of patient anatomy nor valve size/ platform listed. Two valve checking cines were provided for review but lack rotation of the delivery system under fluoroscopy is observed. Unable to fully confirm an acceptable load. Best practices are to replace valve and delivery catheter system not just the delivery catheter system. Infold is present and shown below in image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of this transcatheter bioprosthetic valve, the valve was loaded and verified with fluoroscopy with this delivery catheter system (dcs). A pre-balloon aortic valvuloplasty (bav) was not performed. The valve was attempted to be deployed once, however an infold occurred on the second deployment attempt. It was reported that the valve moved towards the ventricle upon attempted deployment. As result, the valve was recaptured and the system was removed from the patient's body. The valve was unloaded from this dcs, flushed with heparin, infused with saline and reloaded onto a new dcs. The infold persisted during the initial deployment attempt. This system was removed from the patient and a different manufacturer¿s system was used to complete the case. No adverse patient effects were reported.